Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the vns patient was seen for a routine follow up visit and both system and normal mode diagnostic tests revealed high lead impedance. There was no report of any causal or contributory manipulation or trauma to the device site prior to the high lead impedance test result. The physician programmed the device off, and referred the patient to a surgeon. Good faith attempts to obtain additional information are underway.